Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on november/ december with blood glucose of in the range of 600 mg/dl at the time of incident. The customer also reported other blood glucose value was over 600 mg/dl. The customer was treated with insulin drip in the hospital. The customer also reported that the infusion set was fell out. The insulin pump will not be returned for analysis.